Manufacturer narrative:
(B)(4). Batch # m52d5n. Cartridge. Conclusion: the analysis results showed that one ecr60t reload was received unfired. In addition the cartridge deck was noted to be damaged and with a malformed staple on cartridge deck. The damage to the cartridge is consistent with the device being clamped over a hard object. The returned reload was loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the reload was received out of its sterile package. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric septation procedure, the load had visibly apparent staples before being fired. Another like device was used to complete the procedure. There were no adverse consequences for the patient.